Event description:
A customer reported that a large amount of air came out of the infusion cannula and made the surgery difficult during a vitrectomy procedure. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).